Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: was there any loss of material from pouch into patient? If so, was material retrieved from patient? Was the specimen dropped in patient when pouch tore? Was there any change to procedure or post -op patient care?

Event description:
It was reported that during a laparoscopic appendectomy procedure, the pouch ripped while removing the specimen from the patient through a hole created by a 12mm trocar. The specimen was removed through the port side. There were no patient consequences. One device was discarded.